Manufacturer narrative:
Covidien reference # (B)(4) . Date of initial report:(B)(6) 2010. The incident electrode was returned and evaluated. There was eschar buildup on the tip that could contribute to the customer's initial report of sparking at the tip. The IFU states, wipe the electrode often with gauze or other material. Visual inspection of the electrode found teeth-like marks along the length of the electrode insulation. A hole was burnt through the insulation in the area where the insulation was damaged. This caused the electrode to fail hipot testing, indicating that the underlying metal is exposed. This type of damage is indicative of the user inadvertently touching the electrode to a metal object or otherwise causing damage to the insulation by gripping it with forceps, ect..

Event description:
The customer originally reported that the surgeon noticed sparks coming from the length of the tip during use. Upon receiving the sample and evaluating, exposed metal was seen in the insulation.